Event description:
It was reported that during central storage, it was observed that the foot control device had a damaged cord. During in-house engineering evaluation, it was observed that the cord was cut, exposing the wires. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was cut, exposing the wires. The assignable root cause was determined to be due to mishandling (user error) by allowing the cord to come in contact with a sharp object. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.